Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. High gradient can be a result of possible valve related and/or non-valve related issues. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 23mm aortic valve was scheduled for valve explant due to high gradients after an implant duration of approximately 2 years. No other information was provided.

Manufacturer narrative:
Reference CAPA-20-00141.